Event description:
Medline home sells hearing aids that do not work and as misfunction, they also randomly hurt my audition in one ear, further worsening my hearing challenges. The company charges consumers and (B)(6)-covered members of the public over (B)(6) dollars for devices that provide nothing of value and risking people's well-being by disseminating sub performing and bad quality healthcare instruments. More aggravatingly, the company takes zero responsibility when the problems got reporting, just getting the device back from me while running away with the (B)(6) dollars without any further action for months. After living through the fiasco of and suffering the collateral from this absurdly nonperforming and risky product (due to strepitous and loud noise inside my ears after seconds trying it), I immediately contacted medline (both in writing and by calling them). I was asked to return the device and was also promised they would be contacted back, be given a credit for the purchase, etc. Absolutely nothing promised was done. I contacted again its customer center and provided several amicable options to, please, return my funds or provide me with other solutions. Nothing ever happened; no one ever contacted me back and all promises made were simply an excuse to continue to dissuade me from expecting a reimbursement and not reporting the problem with a damaging device to FDA. This is a gross fraud and needs to be stopped. FDA needs to assume the proper defense of the consumer and prevent any medicare funds being taken by this company, while ensuring that other people will not get physically damaged. The no-action / no-care by medline needs to stop. This company is procuring an ipo these days. If this is the kind of medical quality they deliver, one could only imagine the expected "performance" to profit from public investors under the sec jurisdictions. It is absolutely essential that these people be forced to comply with the us laws. Please, stop their fraudulent behavior with consumers like me, prevent them from causing any more physical damages with that "time bomb" made into the ears of unprotected people who pay good money just to get nothing but problems and running away with consumer funds unscrupulously and shamelessly, while entertaining people to end up doing nothing except getting the devise back and disappearing from the visible thereafter. Thank you for acting with the recommended urgency. (B)(6).